Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the silicone balloon hysterosalpingography injection catheter would inflate but failed to deflate. There was a repeat procedure causing additional discomfort.